Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log files; however, the alarm was not reproduced during testing of the returned mpu. System controller event log files were submitted for review and data from the dates of 15nov2025 ¿ 16nov2025 were reviewed. The log files captured low voltage hazard and no external power alarms on 15nov2025 from 08:32:45 to 10:44:59 due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned mpu (serial number: 20205312) was evaluated by service depot and the unit functioned as intended throughout testing without any issues or atypical alarms produced. The serviced and tested unit was returned to the customer site after passing all tests per procedure. Additional information provided communicated that it was not known if the mpu ac power cord became disconnected from the back of the unit or from the wall outlet. It is also not known if there were environmental circumstances that would have affected ac power at the time of the event. It was also stated that the mpu has a v-lock connector on the ac power cord. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number 20205312, was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 20mar2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was presented to ed with a pump stop noted on interrogation with multiple power related/no external power alarms noted prior to the event. Log file review captured a loss of power to the mpu on 15nov2025 @0832. The pump continued to operate at the set speed and was supported by the controller's backup battery until it depleted and the pump stopped at 10:42 a.m. Additional log files were submitted for evaluation on 17nov2025 that captured multiple silence alarm button pressed events on 15nov2025 from 0835-1020 and that the clock was synched on 15nov2025 at 23:40 and the equipment was functioning as intended. Repeat log files were sent on 17nov that showed no unusual events following the power loss on 15nov2025. The site planned to monitor trends closely after the weekend events. It was not reported whether the mpu was still operating properly at the time of the event. The patient's mpu was noted to have a v-lock connector. It was unknown if the mpu was unplugged from the wall or power in the home was lost. The mpu was removed from service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Correction: d9. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported on 25nov2025 the customer had no knowledge if the ac power cord became loose from the back of the mpu or the wall outlet or if there were environmental changes that could have affected ac power. The mpu was shipped for evaluation.